Event description:
It was reported the coil detached prior to use. The device was not used in the patient.

Manufacturer narrative:
The pusher assembly was returned for evaluation, and confirmed the implant coil had detached, but the evaluation could not determine the cause of the event.